Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08475. The patient reported he began experiencing pocket heating while charging his scs system on (B)(6) 2013. The patient stated his pocket heating became uncomfortable after approximately two hours of charging. After the reported issue began, the patient stopped charging and using his scs system. A replacement charging system was shipped to the patient as the next course of action to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08475. Additional information received identified the replacement charger previously shipped to the patient reportedly resolved the issue.